Event description:
Home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of pt's automated peritoneal dialysis (apd) therapy. Reportedly, hp had connected a pt line extension set to the pt line of the hc set after the prime cycle had already been completed. Per rn, hp did not connect to the set as they were attempting to reprime the set after noting the fact that the extension set was not primed. Hp accidentally hit "go" while trying to reprime. Tsc assisted hp's family member in ending therapy early. Per hp's rn, no pt injury or medical intervention was associated with this incident.